Manufacturer narrative:
(B)(4). Initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Patient problem code: f27 ¿ no patient involvement. Device problem code: a140901 - complete blockage.

Event description:
Material#: 305127 batch#: 2299358 it was reported by the customer that several 25g blue needles do not puncture properly and there is a lot of resistance when injecting fluids through it. Other radiologist have reported the same experience. One needle was occluded prior to use. Verbatim: rcc received a complaint via email. Email(s) attached. Several 25g blue needles do not puncture properly and there is a lot of resistance when injecting fluids through it. Other radiologist have reported the same experience. One needle was occluded prior to use. Vendor product code: 305127 lot/serial number: (B)(6). Product name: bd precisionglide needle, expiration date: 01/31/2028.

Manufacturer narrative:
(B)(4). Follow up for device evaluation it was reported there is a lot of resistance when injecting fluids. To aid in the investigation, three samples were received for evaluation by our quality team. One sample came in a sealed packaging blister and the other two samples had no packaging blister or other identification. Each sample was connected to a syringe with saline solution; the solution expelled with a normal flow. A device history record review was completed for provided material number 305127, lot 2299358. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.

Event description:
(B)(4). Additional information received. Material#: 305127; batch#: 2299358, it was reported by the customer that several 25g blue needles do not puncture properly and there is a lot of resistance when injecting fluids through it. Other radiologist have reported the same experience. One needle was occluded prior to use. Verbatim: rcc received a complaint via email. Email(s) attached. Several 25g blue needles do not puncture properly and there is a lot of resistance when injecting fluids through it. Other radiologist have reported the same experience. One needle was occluded prior to use. Vendor product code: 305127. Lot/serial number: (B)(6). Product name: bd precisionglide needle. Expiration date: 01/31/2028. Comments on 18/12/2023: "it seems like the issues were from the same batch. The issue hasn't occurred since which leads me to believe it was a faulty batch I can't be sure of the number of occurrence as these needles are used in multiple areas within medical imaging and the complaints came from many different departments. November 15, 2023 is the date that the issues were brought forward to our attention." Comments on 27/dec: :good morning. We can discard the additional lot# that wasn't originally reported."